Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) a pvc-free administration set in which a separation was observed. According to the report, the tubing set separated between the tubing and the drip chamber. Taxol was being infused at the time. The event is reported to have occurred at the end of the infusion, during disconnection from the patient. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the tubing was separated from the drip chamber. A traction test was performed and no defect was found. The reported condition was confirmed. The root cause was not determined. This is a product not distributed in the us and does not have a 510k number.